Event description:
It was reported that noise leading to oversensing and intermittent loss of pacing were observed on the right ventricular (rv) lead. Damage due to subclavian crush was suspected but was not confirmed visually via diagnostic imaging. The device was reprogrammed to resolve the event. The patient was pacemaker dependent; there were no adverse consequences due to the event and the patient was in stable condition.

Event description:
It was reported that noise leading to oversensing and intermittent loss of pacing were observed on the right ventricular (rv) lead. The device was reprogrammed to resolve the event. The patient was pacemaker dependent; there were no adverse consequences due to the event and the patient was in stable condition.